Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. The procedure date was (B)(4) 2010. The date of the actual event was (B)(6) 2010. According to the complainant, during a post procedure follow up with the doctor, the patient complained of abdominal pain posteriorly to the uterus. The clinician performed an ultrasound and found no fluid within the patient's abdomen. However, there was some fluid noted within the uterus. The physician suctioned the fluid along with some tissue from the uterus. The patient is being treated with the antibiotic augmentin as a precautionary measure. The patient is not reported to have any medical conditions. The patient did not have an infection, fever, or nausea. Percocet was prescribed to the patient to treat the abdominal pain. The patient has been instructed to schedule a follow up appointment if the abdominal pain continues where the physician will perform a hysteroscopy and an ultrasound. There were no further complications reported with this event and the condition of the patient is reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The product was not returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.